Manufacturer narrative:
(B)(4). The customer reported that the display on the device went blank and had a line through the display while use. There was no reported adverse pt impact. The philips field service engineer evaluated the device on site and could not reproduce the complaint. The device passed all performance assurance and operational check tests as the device was tested for 4 hours. The device was put back into device. As of (B)(6) 2011 there have been no further calls for this device. Philips is not able to confirm that a malfunction occurred because the reported problem could not be duplicated.

Event description:
The customer reported that the display on the device went blank and had a line through the display while use. There was no reported adverse pt impact.